Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 was not detected on the bus. A field service engineer (fse) inspected half-height drawers 5.1 and 5.2 and found that all cubies on the bus were inactive, with no lights on the pyxibus controller module. The drawer controller board showed lower than expected resistance on the 5-volt circuit. Both boards were replaced, which resolved the issue. The fse then replaced drawer 5 with another drawer, ran hardware tests successfully, and had the customer inventory medications in the drawer to confirm functionality. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer kept failing and was not detected on the communication bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.